Event description:
The patient underwent primary left hip surgery with a custom acetabular cup on (B)(6) 2026, under compassionate use. Approximately three weeks later, the patient experienced a dislocation of the liner from the head after a twisting movement. The dislocation was manually reduced without the use of anesthesia.

Manufacturer narrative:
Batch review performed on 21 april 2026 liner: impact dm 01.26.2852mhc double mobility hc liner d 28/dmf lot. 2302832: (B)(4) items manufactured and released on 27 september 2023. Expiration date: 06 september 2028. No anomalies found related to the problem.to date, (B)(4) items from the same lot have been sold, with no similar reported events during the review period. Root cause: based on the information available, no definitive root cause can be established, considering that the patient underwent seven hip surgeries and that the risk of further dislocation is relatively high. Furthermore, there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review did not identify any potential manufacturing-related issues.